Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012, she had suffered a hypoglycemic episode. Patient's husband found her symptomatic and sweaty and attempted but was unable to give patient some juice. Patient was unconscious. Patient's husband contacted paramedics. Patient's bg was measured at 17 mg/dl while her cgm was reading 89 mg/dl. Paramedics treated patient with an IV. At the time of her call to dexcom technical support, patient was feeling better.